Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to continuously decrease 2 years in 1 year. No data from this device was provided or analyzed. The device remains in service. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to continuously decrease 2 years in 1 year. No data from this device was provided or analyzed. The device remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received which indicated a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was later explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Updated sections e3 and g2, initial reporter and report source information. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal.

Manufacturer narrative:
Updated sections e3 and g2 (initial reporter and report source information). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to continuously decrease 2 years in 1 year. No data from this device was provided or analyzed. The device remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received which indicated a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.